Manufacturer narrative:
(B)(6). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
In (B)(6) 2010, the patient started treatment with dianeal pd2 ultrabag, (dose and frequency were not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unknown date, the patient developed constipation. On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was constipation. On the same day, the patient was hospitalized for the peritonitis. On (B)(6) 2010, the patient began remedial therapy with vancomycin (2gm, loading dose, ip). Dianeal therapy was ongoing. It was unknown if the peritonitis was resolving. The reporter believed that the event of peritonitis was not related to the dianeal therapy. No statement of causality was reported for the constipation.